Event description:
This case was initially received via regulatory authority (B)(6)) on 24-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure broken in uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("hemorrhage periods") and pain ("pains"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), myalgia ("varied muscular pains"), dermatitis allergic ("cutaneous allergy"), food intolerance ("food intolerance"), headache ("headaches"), depression ("depressions"), fatigue ("continuous fatigue"), laryngeal disorder ("orl disorders"), ear disorder ("orl disorders"), nasal disorder ("orl disorders"), thyroid disorder ("thyroid disorders"), dry skin ("dry skin") and irritability ("irritability"). The patient was treated with surgery (surgery to remove broken essure). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, myalgia, dermatitis allergic, food intolerance, headache, depression, fatigue, laryngeal disorder, ear disorder, nasal disorder, thyroid disorder, dry skin, irritability and pain outcome was unknown. The reporter provided no causality assessment for depression, dermatitis allergic, device breakage, dry skin, ear disorder, fatigue, food intolerance, headache, irritability, laryngeal disorder, menorrhagia, myalgia, nasal disorder, pain and thyroid disorder with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: device breakage: the analysis in the global safety database revealed 2035 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.